Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "th pt came in having groin pain. He couldn't lift his leg which is indicative of a loose cup. X-rays looked fine, cup placement looked good. When cup was pulled out, the cup was well fixed. There was no bony on-growth whatsoever on the cup. The surgeon's concern is if this item is possibly part of a recall."